Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm which is off label usage of the device, on (B)(6) 2020. On the morning of (B)(6) 2020, his cgm was showing 77 mg/dl. He decided to take a fingerstick to double check, and the bg was 130 mg/dl. He stated that he confirmed the fingerstick with a second test, trusted his fingerstick, and took an insulin injection based on the fingerstick value. He did not calibrate the cgm as he didn¿t know how. About an hour later he was working on his computer. His vision became blurry, he got dizzy and felt the room spinning, his speech was slurred, and he had difficulty forming thoughts and sentences. His device started to alert with audio and vibration. He went to the hospital, stating it was due to hypoglycemia. Based on the symptoms, the hospital initially treated him for a possible transient ischemic attack (tia). He had a CT (computed tomography) scan, carotid artery scan, and multiple unspecified blood tests. He stated that he was not given any medication. He was discharged on (B)(6) 2020. At the time of the contact he was feeling normal. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.